Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cover was discolored, the control section body had a crack, the number of scope uses had reached a specified value, the connection between the suction connector and universal cord was loose, watertightness was lost due to damage on the channel tube, the ultrasound image was defective, the objective lens had a crack, the light guide lens had a crack, the connecting tube was buckling, the bending rubber and bending section were broken, bending in the up direction were out of standard, the ultrasonic cable had buckling, the universal cord had buckling, and the protector of the universal cord on the suction connector side was damaged. There was a scratch on the acoustic lens and the bending section rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had damage to the outer sheath. Inspection and testing of the returned device found the bending sheath cover was ruptured with metal protruding and the bending section was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that metal was sticking out because the bending rubber was detached due to damage on the bending section but the cause of the damage could not be specified. Olympus will continue to monitor field performance for this device.